Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that a patient required a tka revision due to ¿patient not happy with outcome and always in pain,¿ approximately 5 years post-primary tka. Per email communications, the ¿surgeon stated that there appears to be no issue related to the implants¿, as x-rays examination showed proper fixation,¿ and surgeon ¿does not blame the implant.¿ however, imaging was not provided for review. Based on the limited information provided, the root cause could not be definitively concluded. The patient impact beyond the reported pain and revision could not be determined. Request for additional information including patient health status was not provided. No further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unspecified date, the patient experienced pain. A revision surgery was performed on (B)(6) 2021 to treat this adverse event; the gii oxin p/s fem right sz 6, gns ii cmt tib size 5 right, lgn ps high flex xlpe sz 5-6 11mm and gns ii resurf pat 35mm were explanted. Surgeon stated that there appears to be no issue related to the implants, as x-rays examination showed proper fixation. The current health status of patient is unknown.